Event description:
It was reported that during a surgical procedure, while turning the screw became heavily deformed. According to the surgeon, he used two fingers and then the screw was deformed. Another screw was used to complete the surgery.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.